Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence and intrinsic urethral sphincter deficiency. The procedure performed was an anterior intravaginal sling tunneler procedure and cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.